Manufacturer narrative:
The user facility initially contacted steris via service request as their evolution sterilizer alarmed "too long in charge." This alarm indicates the unit does not reach sufficient steam pressure to achieve set sterilize temperature. The technician further inspected the control box and found that there was an electrical short which caused the unit to overheat resulting in the reported event. The technician replaced the control box, tested the unit, confirmed it to be operating according to specification, and returned it to service. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
A steris service technician was performing a service activity on the user facility's evolution sterilizer when a burning odor was detected and small flame in the wiring of the control box was observed. The technician put out the flame. No report of injury.